Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard/davol ventralex (device 2) note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). It is alleged that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). As alleged, on (B)(6) 2013, the patient had unspecified injuries related to a defect in the ventralex (devices 1 and 2) and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralex (devices 1 and 2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). It is alleged that on (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 2). As alleged, on (B)(6) 2013, the patient had unspecified injuries related to a defect in the ventralex (devices 1 and 2) and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralex (devices 1 and 2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿a ventralex mesh (device #1) was placed using sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, abdominal pain thereby underwent open repair with the implant of ventralex mesh (device #2). Per op notes, ¿a small ventralex mesh (device #2) was placed in the peritoneal cavity using sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia, abdominal pain & partial small bowel obstruction thereby underwent repair. Per op notes, ¿there was a loop of small bowel that was densely adherent to the previously placed ventralex mesh (device #1 & device #2).¿